Manufacturer narrative:
With the available information, boston scientific concluded that the clinical observation of migration is a known inherent risk of the product and is noted within the instructions for use (IFU), as well as the product's risk documentation. A risk review was completed and confirmed that the event of migration was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. This migration has been observed with this product previously and is a known inherent risk associated with its use and is documented in the labeling of the product.

Event description:
It was reported that during a longer procedure of the subcutaneous implantable cardioverter defibrillator (s-ICD) system no defibrillation threshold (dft) testing was performed, and the patient later expressed concern that the s-ICD seemed to be moving excessively. Technical services (ts) reviewed presenting data, which showed stable r wave amplitude, and impedance data revealed minimal fluctuation in the 50-70 ohm range. It was noted no new chest x-ray was available but suggested the device suture may have loosened, as the patient had engaged in heavy activity prior to travel. A shared video demonstrated significant anterior and posterior device mobility, raising suspicion of a broken suture. Discussion included obtaining a lateral view to confirm lead placement before revision. An lateral x-ray was performed and it was confirmed that the electrode showed good positioning. It was indicated that the local area representative will provide revision and dft details once complete. It was confirmed that that one suture holding the generator in place had broken. Th generator was hyper-mobile and no longer intermuscular. The generator was not repositioned to an intermuscular position but left subcutaneous and sutured down again in a different location. Then, a dft test was performed and was successful. Currently, this product remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that during a longer procedure of the subcutaneous implantable cardioverter defibrillator (s-ICD) system no defibrillation threshold (dft) testing was performed, and the patient later expressed concern that the s-ICD seemed to be moving excessively. Technical services (ts) reviewed presenting data, which showed stable r wave amplitude, and impedance data revealed minimal fluctuation in the 50-70 ohm range. It was noted no new chest x-ray was available but suggested the device suture may have loosened, as the patient had engaged in heavy activity prior to travel. A shared video demonstrated significant anterior and posterior device mobility, raising suspicion of a broken suture. Discussion included obtaining a lateral view to confirm lead placement before revision. An lateral x-ray was performed and it was confirmed that the electrode showed good positioning. It was indicated that the local area representative will provide revision and dft details once complete. It was confirmed that that one suture holding the generator in place had broken. Th generator was hyper-mobile and no longer intermuscular. The generator was not repositioned to an intermuscular position but left subcutaneous and sutured down again in a different location. Then, a dft test was performed and was successful. Currently, this product remains in service and no additional adverse patient effects were reported.